Event description:
Pt underwent cataract surgery on 04/02/97 and implantation of a staar model aa-4203vf intraocular lens was attempted by the surgeon. However, the doctor stated that after lens insertion he noticed that the capsule was torn. The lens was removed and a vitrectomy was performed. Another lens style was implanted.